Manufacturer narrative:
Lifescan(lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/pt in another country contacted lifescan (lfs) on january 7, 2009 and alleged that a one touch ultrasmart meter was giving inaccurate high results. Sometime in 2008 at around 11:10 am, the pt had received a blood sugar result of 120 mg/dl on the alleged meter and had taken usual dosage, 4 units of novorapid insulin based on her blood sugar reading and carbohydrates count. She had eaten as usual. Later that day, she had received a result of 154 mg/dl at around 4:15 pm. She had not taken any insulin based on the reading of 154 mg/dl. On the same day at around 5:30-5:50 pm, she was feeling "jittery, sweaty and staggering around". She tested her blood sugar at around 5:50 pm and received a result of 104 mg/dl. She treated her symptoms with food and drink and felt better. She stated that she has no idea as to what could have made her feeling the alleged symptoms that day. She also stated that she does not drink that she could have avoided developing the alleged symptoms if the meter was working okay for her. The customer service agent (csa) verified that the pt was using correct technique to test and to clean the puncture area, the unit of measure was set correctly, the sample was collected from an approved source, and the pt was reading the meter right side up. Replacement products were sent to the pt. This complaint is being reported, as the pt allegedly received higher blood sugar results and later, felt "jittery, sweaty and staggering around", which could be associated with hypoglycemia. Diabetes care management: the pt usually tests her blood sugar 5-6 times daily before meals, in the afternoon and before sleeping. She takes set dosage, 6 units of lantus insulin at 6:30 am and 7:00 pm. She also takes novorapid insulin based on a sliding scale and her carbohydrates count. If her blood sugar is higher than 100 mg/dl, she would take additional 0.5 units of novorapid insulin for every 60 mg/dl increase in her blood sugar.